Event description:
A physician reported that before surgery an ophthalmic console froze. The procedure was completed after restarting the system. No patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company representative replicated the reported event. The central processing unit (cpu) host module was subsequently replaced to address the issue. The system was tested and found to meet product specifications. A non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event is attributed to a nonconforming cpu host module. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).